Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in planned coronary non-emergency treatment when the issue occurred, and the procedure was completed as planned by using wired footswitch. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the wireless foot switch could not trigger though the wifi indicator was not red, and the battery was charged. The philips field service engineer (fse) examined the system onsite and could not find any issues with the wireless footswitch and confirmed that it was in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was resolved on its own and could not be confirmed during onsite visit and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector to complete the procedure. Therefore, the wireless footswitch issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating the bluetooth footswitch was defective. No harm was reported to philips. Philips has started an investigation of this complaint.